Event description:
Health care professional reported home patient was diagnosed with peritonitis on 8/26/98 after using the homechoice cycler for apd therapy. Health care professional states this is home patient's 3rd episode of peritonitis in 3 months. Home patient's husband states the homechoice cycler would remain in the initial drain phase of therapy even after the home patient was empty of fluid, and "felt" this was related to peritonitis episode. Health care professional reveals home patient's drain difficulties were not related to peritonitis, and health care professional does not attribute the homechoice cycler to peritonitis events. Home patient was treated with antibiotics, and follow up with health care professional shows home patient's condition has improved.